Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : en1dr01 ipg implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the leads had insulation damage; low impedance was noted on both leads. The leads remain in use and will be replaced when the device is replaced due to battery depletion. No patient complications have been reported as a result of this event.